Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for disposal. There were no allegations against the device's longevity or functionality. There were no adverse patient effects reported.